Event description:
It was reported that the voalte nurse call system did not send a stroke team call to the switchboard and delay in care occurred. A nurse and caregiver were present at the time of the event and the call was made using the call switch located in the patient's room. The call displayed on the patient room station, illuminated the dome light, and alerted at the nurse¿s station. A CT scan showed the patient had a stroke. Attempts were made to obtain information regarding the delay in care, but no additional information was provided by the customer. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system offers several calling options depending on the configuration of the facility. The routing of an alert to said communication devices (primary and secondary) is configured based on customer preferences. The baxter care communications technician reviewed the configuration settings and notified the customer that the switchboard was only monitoring code calls. A stroke team call, which is categorized as a staff call, was configured to alert at the nurse¿s station in the unit. The baxter technician added the stroke call type to the switchboard monitoring list and the customer stated no complaints were received about the update and case could be closed. It was unknown if the switchboard was previously monitoring these types of calls from implementation of the voalte nurse call system or if changes to the configuration were made since implementation. The baxter care communications team found no case on record requesting a change. A stroke occurs when the blood supply to the brain is interrupted or reduced and requires medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure and is a serious injury. Although caregivers were present at the time of the event, the stroke team call was not being monitored by the switchboard and per the customer, a delay in patient care occurred as a result. It is unknown whether this delay resulted in further harm to the patient. The cause of the event is undetermined.